Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons had to press multiple times. Customer¿s blood glucose was unknown at the time of incident. Insulin pump rejecting new batteries. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to confirm battery cap damage due to device received without the original battery cap. A test battery cap locks securely into place and the device powered up properly. Device was received with a cracked case and a cracked reservoir tube lip. Device was received with all no button response due to corroded keypad traces. Unable to verify failed battery test or failed battery alarm, unexpected battery power loss, unexpected insulin pump shut down and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to all no button response. (B)(4).